Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced very high blood glucose levels over 400 mg/dl while using the ilet with an inset infusion set, and during troubleshooting the user realized the tubing had not been primed at the last supply change and the insulin cartridge was inserted before rewinding, which coincided with an occlusion that resolved after a full supply change and education. Symptoms included hyperglycemia and teeth grinding when glucose was high. Outcomes included no health consequences or impact. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the tube component. Troubleshooting and education were completed to address correct priming and cartridge loading steps. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.